Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text : the device has not been received for evaluation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was in use on a patient. There was no report of patient or user harm.